Event description:
It was reported that pre-test showed that the foley catheter balloon inflated asymmetrically. Per investigator's notification received on 25jul2025, it was reported that difficult to deflate against the syringe was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pre-test showed that the foley catheter balloon inflated asymmetrically. Per investigator's notification received on 25jul2025, it was reported that difficult to deflate against the syringe was found during sample evaluation.

Event description:
It was reported that pre-test showed that the foley catheter balloon inflated asymmetrically. Per investigator's notification received on 25jul2025, it was reported that difficult to deflate against the syringe was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Visual: received 1 all silicone foley catheter with syringe 119314 and lot number ngjn1791. Upon visual inspection no physical defects present. Attempted inflation with returned syringe using with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water). Inflated properly with no difficulties however asymmetrical balloon of 80:20 was present. Did not deflate passively within 5 minutes therefore inflation and deflation were attempted using in house syringe. Inflated properly and deflated within 1 minute 36 seconds. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.